Event description:
It was reported that a patient experienced a return of pain and issues with an implantable pulse generator (ipg) system. The specific problems included high impedance and loss of stimulation in the leads. An impedance check confirmed high out-of-range impedances on the entire 8-15 lead. As a result, a surgical intervention was planned, involving the explant of percutaneous leads and the implantation of a surgical paddle lead. Additionally, an ipg replacement was planned. The issue was ongoing, and the surgery was scheduled for a future date. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a275 (serial: (B)(6)); product type: 0200-lead; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.